Event description:
As reported, the patient had an initial left tka. The patient was revised. Upon information and belief, the loose components in the patient's left knee were due to premature polyethylene wear of the tibial insert. No other patient information/medical history provided.

Manufacturer narrative:
D10: (B)(6), 250-01-05 - uni femoral component sz 5, (B)(6), 201-78-81 - 3" trocar, mod. Hex 2pk, (B)(6), 201-78-25 - small headed sharp pin, 1 1/8" 4 pack, (B)(6), 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19, (B)(6), 13a2101 - cemex system fast genta 70g, (B)(6), 252-22-06 - uni all pol tib comp lt medial 10mm sz 6. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. The revision reported in was likely the result of prosthesis wear and an insufficient bond between the implants and the bone which led to aseptic (non-infected) loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear and loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.